Event description:
It was reported that the patient's device showed high impedance. The device was programmed off. It was reported that the patient suffered a fall on ice and wants to wait to have the device replaced.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient¿s device showed high impedance via system diagnostics. The patient did not experience any change in seizure control following the high impedance observation. No known surgical interventions have occurred to date.